Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable tot he manufacturing documentation. The product investigation could not identify a root cause. At the request of the consumer the surgeon was not contacted; follow up was not able to be conducted. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the vision is worse than it was prior to surgery. The consumer reported blurry vision, glare and at night the street light is split into five multiple lights. He indicates that he is no longer able to drive and that the lens seems to be loose when he moves his head. The consumer reported that before the surgery the vision with glasses was 20/80, with a history of a weak retina and after surgery the vision without glasses is 20/400. The surgeon has not given the consumer an explanation of why the vision has decreased. At the consumer's request, the surgeon was not contacted. Additional info has been requested from the consumer.